Manufacturer narrative:
Technical support (ts) had the customer check the audio cable and found out that the cable was not plugged in, on the display side. Once the audio cable was plugged in, the bedside alarm would sound at the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was not alarming. According to the customer, they could hear the bedside alarm in the room, but the cns wouldn't. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) was not alarming. According to the customer, they could hear the bedside alarm in the room, but the cns wouldn't. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not alarming. According to the customer, they could hear the bedside alarm in the room, but the cns wouldn't. Technical support (ts) had the customer check the audio cable and found out that the cable was not plugged in, on the display side. Once the audio cable was plugged in, the bedside alarm would sound at the cns. There was no patient injury reported. Investigation summary: during troubleshooting, it was identified that the audio cable was disconnected. As the audio cable was unplugged, there will be no audio coming from the cns. Although not definitive, it is likely that a user had inadvertently unplugged the audio cable. The most probable cause of the issue is user error, and inadequate cable management. If the audio cable was plugged in as it should be, the cns would have audio alarms. No corrective actions will be performed at this time. Manufacturer references # (B)(4) follow up 001.